Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the patient call, the autopulse platform (sn (B)(6)) was unable to retract the lifeband and displayed a user advisory 34 (communication fault with position encoder) error message. The platform battery was reinstalled and the device was powered on normally. The lifeband (lot# unknown) was pulled up and placed on the patient, however, when the platform initiated the retraction, the lifeband snapped. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of lifeband (lot #180813) had snapped was confirmed during the visual inspection. The distant end of the lifeband belt was observed to be completely detached. Upon visual inspection, observed that the stitches on one side of the band were missing, and as a result, the band got detached. Functional testing could not be performed due to the lifeband condition. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for lifeband with lot# 180813. Additional information lifeband lot#, b5, d4.

Event description:
During the patient call, the autopulse platform (sn (B)(6)) would not tighten the lifeband and displayed a user advisory 34 (communication fault with position encoder) error message. The platform battery was reinstalled and the device was powered on normally. The lifeband (lot# 180813) was pulled up and placed on the patient, however, when the platform initiated the compression, the lifeband snapped. The patient's status information was requested but the customer did not provide a response.